Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having pain at her midline incision. The patient underwent revision procedure wherein the implantable pulse generator (ipg) was replaced. The explanted device was kept by the facility and will not be returned.